Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of infection was inconclusive because no observations encountered during the product evaluation could be related to infection and there were potential contributing factors outside of manufacturer control that could not be assessed. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The catheter contained the original manufactured distal end (located distal to the 54cm depth marking) and tape/dressing residue was seen through the 10cm depth marking. Multiple curves/bends in the catheter were also seen in this tape/dressing region. The duration of implantation was unknown and there was no response to multiple attempts to obtain clarifying information. The implicated product lot number was also not available making a review of the specific product manufacture information impossible. Product is processed through a validated sterilization cycle that is qualified to deliver a minimum sterility assurance level of 10-6 per iso 11135. Infection can occur due to many conditions outside of design, manufacture, and sterilization, and as such this complaint is inconclusive.

Event description:
Allegedly, the patient blood cultures were returning +ve for growth.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
It was reported that the power PICC was noted to be leaking supposedly, after a CT scan had been performed using the PICC access. Allegedly, the patient blood cultures were returning +ve for growth. Allegedly, after attempting to flush to see if could gain flashback, supposedly, the line leaked significantly more. It was said that on removal of the PICC a fracture was noted at 12-13cm marking.